Event description:
Patient reports their two stimulators (nalu and (B)(6) do not work together. The issue began when they received their nalu ins when using both stimulators the nalu ins overpowers their other ins and the two are too powerful and elevate their heart rate and cause electric shocks. The patient noted yesterday while in clinic with caller and nalu rep that when patient uses the nalu system, it will feel like an increase in stim on the right (B)(6) side. Technical services clarified that patient is only feeling an increase inside with (B)(6) stimulator and not actually seeing a change in stimulation values of (B)(6) system (which caller confirmed was true). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).